Event description:
Customer reported low blood glucose symptoms with a result of 137 mg/dl obtained on the mobile system. An ambulance was called, and the customer tested 55 mg/dl on the professional device (timeframes unknown). Medical treatment is unknown. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.